Event description:
It was reported that patient underwent a total hip arthroplasty in 2009. It has been further reported that a revision procedure has been recommended due to patient allegations of pain. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown ; date implanted - 2009; PMA/510(k) number / manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and varus deformity. During the procedure, it was reported that the femoral stem was removed and replaced with an arcos stem. An invoice could not be located to confirm the surgery dates and which components were removed and replaced.